Event description:
It was reported that the patient had near constant pulsatility index (pi) events with occasional speed drops. The patient was dizzy and lightheaded during these events. The patient was well hydrated. A review of the log file revealed multiple pi events. Also, the event log captured on (B)(6) 2022, four low flow events. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 lpm. The low flow events were not sustained for long enough (at least 10 seconds) to activate the audible alarm. The low flow events seem to be a patient-related issue and not an equipment-related issue. On (B)(6) 2022, pump speed was adjusted from 5400 rpms to 5300 rpms. A outflow graft stenosis repair was performed on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported outflow graft stenosis could not be confirmed through this investigation as no images of the outflow graft were submitted for evaluation, and no additional information was provided. Additionally, review of the log files provided by the account confirmed low flow events; however, a specific cause for these events could not be determined through this evaluation. The controller event log file contained data from (B)(6) 2022 through (B)(6) 2022. Intermittent low flow events were captured on (B)(6) 2022 that did not last long enough to result in alarms. Of note, the log file captured several pulsatility index (pi) events within the approximate 8-hour time period. Pi events cause the pump speed to decrease to the low speed limit and slowly ramp back up. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. It was reported that the patient was experiencing constant pulsatility index (pi) events with occasional pump speed reductions. The patient reported being dizzy and lightheaded during these events. It was also noted that the patient was well-hydrated. It was later reported that the patient underwent an outflow graft stenosis repair on (B)(6) 2022. Multiple attempts were made to obtain additional information from the customer regarding the outflow graft repair; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 4 of the IFU, ¿system monitor¿, states that, ¿if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility." Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.